Event description:
The pt was lying on the table while technicians were in the control booth adjusting an image size (on the canon system) to send to the printer. The elite system had not been set up yet for the pt on the table. Technician heard the pt say "ouch." When he looked up, he saw the tube crane had lowered onto the pt's foot. He ran over to the table and tried to lift the tube off the pt's foot, but it was still driving downward. Technician was able to reach one of the table foot switches to cancel the command. At that point, the tube stopped driving down and he was able to lift the tube up off of the pt's foot. According to technicians, the pt was unharmed.